Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block. A permanent pacemaker was implanted the day after the valve implant procedure. No other adverse patient effects were reported.

Manufacturer narrative:
A the device history record review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances, such as complete heart block are known potential adverse effects per corevalve instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the pav, as was the case in this event.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.